Event description:
The patient had an orthovisc injection in both knees on (B)(6) 2012. The patient stated he has had orthovisc injections in the past which after month or two had worked great, with the last time lasting a year. By saturday (B)(6) 2012, patient could not walk, had limited repetitive movement, and his knees were swollen. The patient went to the emergency room and the doctor thought that he could have septic arthritis. The patient went to the orthovisc doctor on (B)(6) 2012. The doctor tapped both knees, with all test results coming back negative. Patient received the 2nd in the series of orthovisc injections on (B)(6) 2012. The patient used lidoderm patches for the pain but reportedly discontinued their use due to them being too expensive. The patient tried icing the knees for three hours. Patient can walk but is in terrible pain. The patient had x-rays, and will have an MRI on (B)(6) 2012.

Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.